Event description:
Reportedly, while the surgeon was advancing the trocar, the spike caught and tore (bigger hole) in the mucosa. When the surgeon tried to remove the instrument it was difficult to pull out. A complete donut was on one side, but no donut on the other side. The surgeon had to perform an iliestomy on the pt. The pt condition was reported as stable.